Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization and subsequent transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. Although there are no culture results or determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
On (B)(6) 2022 a peritoneal dialysis registered nurse [(pd)rn] reported that this pd patient was diagnosed with peritonitis. The patient went to the hospital with abdominal pain and cloudy pd effluent. The pd catheter was removed, and the patient is transitioning to in-center hemodialysis (hd). Additional information was obtained through follow-up with the pdrn. The patient contacted the clinic on (B)(6) 2022 with complaints of abdominal pain. The patient was instructed to come to the clinic for an assessment; however, the patient went to the emergency room on that date. The patient was admitted to the hospital with a diagnosis of peritonitis. During the hospitalization, the patient¿s pd catheter was removed (date unknown). The patient was transitioned to hemodialysis. The patient was discharged on (B)(6) 2022. The patient is completing in-center hd and it is unknown if she will return to pd therapy. The clinic has not received hospital records pertaining to this patient event. Therefore, no culture results or antibiotic therapy information is available. The cause of the peritonitis is unknown. No further information was available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within a selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2022 a peritoneal dialysis registered nurse [(pd)rn] reported that this pd patient was diagnosed with peritonitis. The patient went to the hospital with abdominal pain and cloudy pd effluent. The pd catheter was removed, and the patient is transitioning to in-center hemodialysis (hd). Additional information was obtained through follow-up with the pdrn. The patient contacted the clinic on (B)(6) 2022 with complaints of abdominal pain. The patient was instructed to come to the clinic for an assessment; however, the patient went to the emergency room on that date. The patient was admitted to the hospital with a diagnosis of peritonitis. During the hospitalization, the patient¿s pd catheter was removed (date unknown). The patient was transitioned to hemodialysis. The patient was discharged on (B)(6) 2022. The patient is completing in-center hd and it is unknown if she will return to pd therapy. The clinic has not received hospital records pertaining to this patient event. Therefore, no culture results or antibiotic therapy information is available. The cause of the peritonitis is unknown. No further information was available.